Event description:
It was reported that the procedure was to treat a de novo lesion in the right renal artery with heavy calcification, moderate tortuosity and 80% stenosis. The 7x18 mm herculink elite stent delivery system (sds) was advanced to the lesion and resistance was noted in the 6fr guiding catheter. The stent dislodged and was floating in the vessel. A snare was used to retrieve the stent. A 6x18 mm herculink elite sds was also advanced to the lesion and resistance was noted in the 6fr guiding catheter. The stent became displaced but remained on the delivery system. Another herculink elite sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is captured under a separate medwatch number.